Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, episodes of undersensing and loss of capture were noted on the right atrial (ra) lead. X-ray imaging was conducted which revealed ra lead dislodgement. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event was lead dislodgement that resulted in loss of capture and undersensing. As received, a complete lead was returned in one piece with the helix fully extended. The measured helix extension length was within specification. The reported events of loss of capture and undersensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.